Manufacturer narrative:
Examination of the returned device confirmed the nylon block is disassembled and exhibits wear. The device is design to have the block components replaced after heavy usage and wear. The root cause is being attributed to product wear though normal use and servicing. The device is old (mfg 1996) and has been subjected to heavy usage and is worn out. Based on the determination of device wear though normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The sigma femoral extractor was found broken in sterile processing.